Manufacturer narrative:
Novocure medical opinion is that the contribution of the device to the fall and secondary contusion and skin abrasion cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Skin abrasion is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Contusion is an expected event with optune gio device use (ef-11 0% and 4% ef-14 optune arm).

Event description:
A 42-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient informed novocure that the evening before, the strap of her optune gio backpack became caught in the closing door, causing the patient to fall down a step, hitting her head. The patient sustained some hematoma-like areas and skin abrasions described as skin defects on her scalp. Subsequently, she was taken to the hospital. A CT scan was unremarkable. Against medical advice, she discharged herself to home the following morning. Reportedly, the patient was doing well and had no limitations because of the fall. The prescribing physician was contacted for further details, but could not provide additional information.